Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed low suspend. Customer stated that the insulin pump would go to threshold suspend and the have to turn off the sensor feature on the insulin pump. Customer stated blood glucose was low than normal due to basal was adjusted and high blood glucose in the morning due to metabolism. Customer's blood glucose was 50 mg/dl and when the blood glucose reached 99 mg/dl the insulin pump continued to alarm. Customer treated for low blood glucose. Customer declined troubleshooting for low blood glucose. No further information provided.